Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 600 mg/dl. The customer went to the emergency room and was treated with intravenous fluids of saline and insulin to address the bg. The customer was released the same day with the issue resolved and no permanent damage.